Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Capture control disabled (B)(6) 2023. Likely reason would be loss of capture throughout the day causing it to disable. Impedance is higher but trending stable. Recommended evaluation in person.